Manufacturer narrative:
H.6. Investigation: the photograph provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. The photograph displayed the top web label only. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter broke after placement. The following information was provided by the initial reporter: patient with surgical procedure (B)(6) 2020, the vein was channeled and upon discharge the venous access was removed, discharge was given on the same day (B)(6) 2020. He was admitted to the emergency room because he felt a foreign body on the back of his left hand and when he assessed that he had an object. He was taken to surgery on august 5, finding a plastic object inside the vein, compatible with a venous catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter broke after placement. The following information was provided by the initial reporter: patient with surgical procedure (B)(6) 2020, the vein was channeled and upon discharge the venous access was removed, discharge was given on the same day (B)(6) 2020. He was admitted to the emergency room because he felt a foreign body on the back of his left hand and when he assessed that he had an object. He was taken to surgery on (B)(6) finding a plastic object inside the vein, compatible with a venous catheter.